Manufacturer narrative:
Since the reported device was not returned to fort, we are not able to evaluate it.

Event description:
Our distributor in the us, (B)(4), has received an attorney letter alleging that an incident involving a transfer bench/commode allegedly imported and distributed by them. It is claimed that the claimant was using the transfer bench/commode when the back broke causing her to fall backward and allegedly sustain a fractured hip that required surgery.